Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump rejected the new battery, rewind was louder and keypad was unresponsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratched case. Device received with no button response due to flattened button dome switch .the keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify prime or fill anomaly, failed battery alarm, unexpected low battery alarm, sensor issues and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.